Manufacturer narrative:
Follow-up # 1 ¿ (11/04/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/28/2013 and 10/29/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (11/26/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis with on 11/5/2013 and 11/26/2013, respectively, the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter read inaccurately high compared to her feeling/ normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the middle of (B)(6). At an unspecified date/time the patient reportedly obtained a blood glucose reading of ¿217mg/dl¿ with the subject meter. In addition to oral medication (500mg of metformin), the patient stated she also manages her diabetes with diet and/or exercise and in response to the alleged meter issue, the patient reportedly increased her oral regimen (dosage/date unknown). According to the csr¿s documentation, as a result of the alleged meter issue, the patient reportedly developed symptoms of lightheadedness, shaking, sweating, queasy, and blurry vision; however, the patient denied receiving any form of treatment after her symptoms began. It is not known when the patient¿s reported symptoms occurred, what her blood glucose reading was prior to the onset/during her symptoms, if the patient retested her blood glucose with another device, and when the patient¿s symptoms abated. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.